Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 600 mg/dl and had a stomach age. Caller was advised that symptom could be the onset of diabetic ketoacidosis and advised that customer receives medical attention. Troubleshooting was not performed as caller took customer to the emergency room. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.